Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper creepout with the incident lot was not observed. The photo shows a shelf pack full of tubes with the shelf pack label showing. One hundred (100) retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to stopper creepout as all samples met specifications. There were no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® lithium heparinn blood collection tubes customer reports after they re-inserted the cap, the closure auto push out. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: when customer done tested with heparin tube, they will reinsert the hemogard closure for tube. But after they reinsert a few moment, the closure auto push out from tube part.